Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement inside patient occurred. Vascular access was obtained via left common femoral artery utilizing contralateral approach. The target lesion was located at the iliac artery. A 7.0mmx40mmx135cm express® ld stent was advanced but failed to cross the lesion due to plaque formation at the ostium of the iliac artery. During removal of the device, stent came off of the balloon right at the tip of the 6f sheath in the common femoral artery. The sheath was taken out. The dislodged stent was completely removed intact from the patient's body using forceps. A 8f sheath was inserted via the left femoral artery and guide wires were advanced on both right and left side of the bifurcated artery. Two express® ld stents were implanted bilaterally at the ostium and another stent was implanted on the right side on the iliac distal to the ostial stent. The procedure was completed. No further complications were reported and the patient's status was fine.